Event description:
Patient reported, the infusion device showed no e4 alarm (occlusion) error alert. Patient stated, she changed the insulin cartridge and filled the infusion set but no insulin came out of the needle. Patient reported, she changed the infusion set and the cartridge again; issue continued. Patient stated, her blood glucose was elevated with a reading of "hi"; took correction via an insulin pen. Patient reported, she switched to her backup infusion device and her blood glucose is now under control. Patient's normal blood glucose range is not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.